Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock while the patient was sleeping. Device data was sent to rhythmcare for review. Data review determined that the delivered shock was inappropriate due to oversensing of sense b noise. Rhythmcare then provided further troubleshooting options. An x-ray was completed with complete insertion confirmed. This device was checked in clinic with noise able to be reproduced. This system remains in service. No adverse patient effects were reported.